Event description:
It was reported that after a percutaneous transluminal coronary angioplasty with stenting through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal components with no indication of a product quality deficiency that would contribute to the reported needle-to-cuff miss. The posterior cuff remained loaded on the posterior portion of the foot. The anterior and posterior cuffs remained attached to the link and the anterior cuff tabs were damaged. Based on the evidence found, the posterior cuff was missed by the posterior needle. The anterior needle detached from the anterior cuff, which is a direct result of the posterior needle-to-cuff miss. Because the needle did not engage with the posterior cuff, the posterior cuff was not ejected from the posterior foot pocket. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the posterior foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the anterior needle detaching from the anterior cuff. The anterior cuff tabs were damaged but all tabs were present. Possible contributing factors for needle deflection that resulted in the posterior cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. During the investigation, a proxy needle plunger was inserted resulting in acceptable needle trajectory which met the manufacturing criteria. To assure that all products perform according to specifications the needle trajectory of every device is checked twice during manufacturing. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique, based on the successful test of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45-degree angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A review of the lot history record for the reported complaint did not reveal a nonconforming material records associated with this lot which could have contributed to the reported experience. There does not appear to be any indication of a lot specific product quality deficiency. In addition, a quality control audit inspection is performed to verify product quality.